Manufacturer narrative:
Quality safety evaluation of ptc received on 26-may-2016 ptc global number is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The outcome of the product technical analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('long metallic apparent wire is embedded in this segment') in a 27-year-old female patient who had essure (batch no. 927075, 959211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, fetal death (greater than 22 weeks, antepartum), miscarriage, ex-smoker, tubal ligation, allergy to feathers (reaction: shortness of breath), penicillin allergy (reaction: hives, swelling, difficulty breathing), allergy (pecan tree - bulimia, itching/hives), cannabis abuse (3 times in 2013), leukorrhea (not specified as infective), tonsillectomy, ear tube insertion, bulimia, follicular cyst of ovary, left lower quadrant pain and mesenteric adenitis. Denies alcohol use. Previously administered products included for an unreported indication: cytotec, augmentin, toradol, ibuprofen, toradol and ketorolac. Family history included breast cancer, hearing loss, renal disease (paternal grandparents), blood pressure high (paternal grandparents) and heart disorder (paternal grandparents). On (B)(6)-2013, the patient had essure inserted. On (B)(6)-2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced complication associated with device ("device complications"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6)--2015. At the time of the report, the embedded device and complication associated with device outcome was unknown. The reporter considered complication associated with device and embedded device to be related to essure. The reporter commented: during essure insertion, ostia seen bilaterally without pathology. Right essure coil placed: 5 coils exposed. Left essure coil placed: 5 coils exposed. Right tubal ostia attempted twice due to mechanical failure on first try. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6)--2013: results: negative. Smear cervix - on (B)(6)-2013: assessment: normal. Lot number: 927075 manufacturing date: 2011-12 expiration date: 2014-12 lot number: 959211 manufacturing date: 2012-03 expiration date: 2015-03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)--2020: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('long metallic apparent wire is embedded in this segment') in a 27-year-old female patient who had essure (batch no. 927075, 959211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, fetal death (greater than 22 weeks, antepartum), miscarriage, ex-smoker, tubal ligation, allergy to feathers (reaction: shortness of breath), penicillin allergy (reaction: hives, swelling, difficulty breathing), allergy (pecan tree - bulimia, itching/hives), cannabis abuse (3 times in 2013), leukorrhea (not specified as infective), tonsillectomy, ear tube insertion, bulimia, follicular cyst of ovary, left lower quadrant pain and mesenteric adenitis. Denies alcohol use. Previously administered products included for an unreported indication: cytotec, augmentin, toradol, ibuprofen, toradol and ketorolac. Family history included breast cancer, hearing loss, renal disease (paternal grandparents), blood pressure high (paternal grandparents) and heart disorder (paternal grandparents). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced complication associated with device ("device complications"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device and complication associated with device outcome was unknown. The reporter considered complication associated with device and embedded device to be related to essure. The reporter commented: during essure insertion, ostia seen bilaterally without pathology. Right essure coil placed: 5 coils exposed. Left essure coil placed: 5 coils exposed. Right tubal ostia attempted twice due to mechanical failure on first try. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: results: negative. Smear cervix - on (B)(6) 2013: assessment: normal. Most recent follow-up information incorporated above includes: on 1-dec-2020: pfs received event " medical device removal " was updated as embedded device. Reporter information and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in an adult female patient who had essure (batch no. 927075, 959211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, fetal death (greater than 22 weeks, antepartum), miscarriage, ex-smoker, tubal ligation, allergy (reaction: shortness of breath), penicillin allergy (reaction: hives, swelling, difficulty breathing), allergy (pecan tree - bulimia, itching/hives), augmentin (reaction: hives, difficulty, breathing), cannabis abuse (3 times in 2013), leukorrhea (not specified as infective), tonsillectomy, ear tube insertion and bulimia. Denies alcohol use. Previously administered products included for an unreported indication: cytotec on (B)(6) 2013, ketorolac, ibuprofen, toradol and toradol. Family history included breast cancer, hearing loss, renal disease (paternal grandparents), blood pressure high (paternal grandparents) and heart disorder (paternal grandparents). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complications"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: during essure insertion, ostia seen bilaterally without pathology. Right essure coil placed: five coils exposed. Left essure coil placed: five coils exposed. Right tubal ostia attempted twice due to mechanical failure on first try. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: negative. Smear cervix - on (B)(6) 2013: normal. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: information about insertion procedure and lot numbers: 927075 (expiration date:dec-2014) and lot number: 959211 (expiration date: mar-2015) added from medical records. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The outcome of the initial product technical analysis resulted in an unconfirmed quality defect. Since lot number was provided, an updated analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in an adult female patient who had essure (batch no. 927075, 959211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, fetal death (greater than 22 weeks, antepartum), miscarriage, ex-smoker, tubal ligation, allergy to feathers (reaction: shortness of breath), penicillin allergy (reaction: hives, swelling, difficulty breathing), allergy (pecan tree - bulimia, itching/hives), cannabis abuse (3 times in 2013), leukorrhea (not specified as infective), tonsillectomy, ear tube insertion and bulimia. Denies alcohol use. Previously administered products included for an unreported indication: cytotec on (B)(6) 2013, augmentin, toradol, ibuprofen, toradol and ketorolac. Family history included breast cancer, hearing loss, renal disease (paternal grandparents), blood pressure high (paternal grandparents) and heart disorder (paternal grandparents). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complications"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: during essure insertion, ostia seen bilaterally without pathology. Right essure coil placed: 5 coils exposed. Left essure coil placed: 5 coils exposed. Right tubal ostia attempted twice due to mechanical failure on first try. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: negative, smear cervix - on (B)(6) 2013: normal. Most recent follow-up information incorporated above includes: on 7-jun-2017: quality safety evaluation of product technical complaint updated. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.